Event description:
It was reported that during ICD replacement for eri, an externalized conductor was seen between the rv and svc coils via fluoroscopy. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.